Event description:
It was reported that the ilet device did not charge on the charging pad, which displayed a blinking green indicator instead of a solid light, and the user¿s attempts to reseat the device did not resolve the issue. Symptoms included none. Outcomes included replacement of the charging pad and user education. Investigation included phone-based troubleshooting. Investigation of this case revealed a suspected charging accessory malfunction. It was concluded that the charging pad will be replaced and the user was advised on proper charging technique.